Event description:
Inbound. One of cadd legacy pumps, sn (B)(4), has now had two cadd cassettes in a row that have alarmed steady beeping or no disposable and replacement pump requested. Also one cassette unresolvable on all pumps. Pumps replaced. No further details provided.